Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Discarded.

Event description:
Affiliate reports that revision spinal surgery of l5/s1 tlif was performed as a result of two expedium dual innie favored angle screws loosening at the interface within the l5 pedicles due to osteoporotic bone. The surgeon removed and replaced the instrumentation. See mfg medwatch report no 1526439-2014-11307 for the second expedium di favored angle screw that was involved in this event.